Event description:
It was reported that the patient stopped using her stimulator 3 weeks prior to the report as she had pain. It was noted that the patient was trying to recharge the implantable neurostimulator (ins) and was unable to get any "black boxes" after three or four attempts. The patient was able to get 2 coupling bars after troubleshooting with the company representative. It was reported that the (ins) was "kind of" depleted. It was noted that the patient was getting "uncomfortable" stimulation ever since implant. It was reported that the ins moved around "a little bit" and sticked out. It was further reported that the patient was able to charge regularly and that the system was also working regularly.

Manufacturer narrative:
(B)(4).